Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test was within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation.

Event description:
It was reported that this right ventricular (rv) lead was explanted one day post implant due to dislodgement. A new lead was successfully implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted one day post implant due to dislodgement. A new lead was successfully implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.